Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal power monitor (upm) board to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a system component failure. The upm was replaced to resolve the issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the system gave an alarm indicating the battery. The customer noted that the system must be in neutral to move. There was no reported injury.